Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis and an unspecified infection. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather, the patient was cancelling their pd order. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient went to the hospital and was admitted with peritonitis. During the hospitalization, the patient had a pd culture obtained which generated growth of the bacteria methicillin sensitive staphylococcus aureus (mssa). The patient was treated with antibiotic therapy using intravenous (IV) cefazolin 1 gram every 24 hours. Additionally, the patient underwent removal of an infected pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange and an infected pd catheter (not a fresenius product).

Manufacturer narrative:
Correction: d1, d4

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 8/feb/2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis and an unspecified infection. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather, the patient was cancelling their pd order. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient went to the hospital and was admitted with peritonitis. During the hospitalization, the patient had a pd culture obtained which generated growth of the bacteria methicillin sensitive staphylococcus aureus (mssa). The patient was treated with antibiotic therapy using intravenous (IV) cefazolin 1 gram every 24 hours. Additionally, the patient underwent removal of an infected pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange and an infected pd catheter (not a fresenius product).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus which is an organism that is found on human skin. Moreover, the patient required removal of an infected pd catheter (not a fresenius product). Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to breach in aseptic technique during the pd exchange and an infected pd catheter, as reported by the patient¿s nurse.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis and an unspecified infection. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather, the patient was cancelling their pd order. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient went to the hospital and was admitted with peritonitis. During the hospitalization, the patient had a pd culture obtained which generated growth of the bacteria methicillin sensitive staphylococcus aureus (mssa). The patient was treated with antibiotic therapy using intravenous (IV) cefazolin 1 gram every 24 hours. Additionally, the patient underwent removal of an infected pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange and an infected pd catheter (not a fresenius product).